Manufacturer narrative:
There was no patient or user injury as a result of this event and reported information regarding this event does not suggest a recurrence of this event would result in a serious injury. Cast vac does not come in direct contact with user or the patient. There was no indication of smoke, flames, or sparks associated with this event. In the past, this type of malfunction for this product has not caused or contributed to a death or serious injury. This is not a fileable event; the report was filed in error.

Event description:
The castvac w/8 foot hose and mobile stand was returned to stryker instruments for evaluation due to allegedly overheating during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
The castvac w/8 foot hose and mobile stand was returned to stryker instruments for evaluation due to allegedly overheating during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.